Manufacturer narrative:
.

Event description:
Device malfunction: none. Symptoms/ae: groin site infection/death. Time of symptoms/ae: after the procedure. It was reported that in 2007, a patient underwent a left and right heart diagnostic procedure. The right groin access site was successfully closed with a perclose at device and the patient was discharged home six hours post-procedure. Forty-one hours later, the patient was re-admitted with an elevated temperature, nausea and vomiting. The report source did not have information regarding groin status at the time of admission. The patient was treated with antibiotics. Four days later, a right groin incision and drainage was performed and a wound vacuum was placed. The wound cultures showed methicillin resistant staphylococcus aureus (mrsa). Sepsis protocol was initiated at an unknown time, but "within hours of diagnosis" the patient reportedly improved briefly, however, her condition deteriorated as she expired three days following. The preliminary suspected cause of death was reported as mrsa sepsis. Additional information was requested but was not available at this time.